Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to function as intended throughout the evaluation.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician (srt) was able to duplicate the reported complaint. He observed a white box on the bottom three inches of the screen, spanning the complete width of the screen. However, all functions that normally appeared in screen still worked as intended and were able to be selected. The display on the central control monitor (ccm) was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the touchscreen was functioning normally, just all the parameters were not displayed. When they touched the area where the parameters would be, the pump and other connected components functioned.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was not displaying all paremeters. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a 20 minute delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
Per clinical review: during set up for a procedure on (B)(6) 2019 the clinician had an incident with the heart lung machine (hlm). The clinician navigated to use the perfusion screen and the icons/buttons on the bottom of the central control monitor (ccm), namely set-up, safety, cardioplegia, auxiliary, system and post case were not displayed for use. The team tried to touch the area in which these icons/buttons would be available a few times, and that did not enable the parameters to display. All the pumps and safety feature icons were still available and working to specifications. The team had not started to set up the disposables, therefore they opted to exchange the hlm with their back up unit for the procedure. The delay in the start of the surgical procedure due to the exchanging of the hlm's was approximately 20 minutes. There was no blood loss or harm associated with the incident.